Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery and her blood glucose was over 600 mg/dl. The customer stated that she hit scar tissue, which caused the high blood glucose. Troubleshooting was declined for the no delivery alarm and hyperglycemia; the customer stated that she could not afford to buy supplies and that the 600 mg/dl reading occurred since it was her last infusion set. The customer treated with a manual insulin injection a half hour prior to calling. No products were returned and four infusion sets and four reservoirs were shipped to the customer.